Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and non calcified vessel in the left forearm. On the first inflation the f/g, sterling, mr, 5.0 x 60/135 (4f) balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a sterling otw balloon. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).